Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative occurred (screen locked) while in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.